Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure the proximal membrane filled during inflation. The portion of the membrane which filled extended into the aorta. Removal of the stent delivery system through the guiding catheter against resistance, contrary to IFU, resulted in membrane separation. The membrane was pulled to the brachial artery with the guiding catheter and then successfully retireved utilizing a snare device. The procedure was successfully completed via femoral artery access. Reportedly the pt tolerated the procedure well.